Event description:
Drive medical has received an attorney letter alleging that the claimant sustained serious injury due to a fall from a rollator distributed by drive medical. It was alleged that two wheels broke off of the rollator while the claimant was sitting on the rollator being pushed backward. Drive medical has contacted the attorney's office and our insurance company and later was told that the pt had two fractures in his back from the fall. We have also requested the alleged product be returned to drive medical for investigation, but up to date, we have not yet received the product. This MDR report is based on the info from the attorney's office and insurance company. (For info: a rollator is indicated as walking aid only and is not to be used as a transportation device. It's believed that the claimant was being pushed by his wife at the time of incident. This misuse is believed the proximate cause of the adverse event.).